Event description:
Account reports two incidents in which the sleeve stoppers separated during removal of the needle lock device. Reporter stated, "personnel have this problem when they are using product with the blue band". Reporter stated there was no pt compromise.